Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the lcd screen on the system controller was not confirmed as no products were returned for analysis. The submitted system controller event log file contained approximately 3 hours of data ((B)(6) 2023 from 09:54:10 ¿ 12:16:11 per the timestamp) and the submitted system controller periodic log file contained approximately 11 days of data ((B)(6) 2023 per the timestamp). The data in the log files did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained a speed above the low speed limit without issue throughout the log file. Additional information provided communicated that the system controller would be returned for analysis; however, to date no products have been returned for analysis. Multiple additional attempts were made to determine if any products would be returning for analysis; however, no response was received. This file will be reopened with further analysis if the system controller is returned at a later date. The root cause of the reported event could not be conclusively determined through this analysis the device history records were reviewed and the records revealed that the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2020. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. Heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's lcd screen seems to have been damaged somehow. The patient did not recall a particular event, but stated that they carry the controller in a compression shorts pocket and perform manual labor tasks. The patient also stated that they possibly spilled water near the controller at some point. The legibility of the controller display was described as worsening. Controller (B)(6) was replaced with new controller (B)(6). The patient was reportedly doing well, at their baseline, and the new controller was functioning well with bright and legible screen.